Manufacturer narrative:
Despite numerous requests to the reporting institution, the device has not been made available for examination. In-house investigation included review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to the event.

Event description:
It was reported that during a dressing change a leak was noted in the peripherally inserted central catheter (PICC) line and the provider decided to remove the line. The PICC line was clamped due to blood dripping out. Resistance was encountered when withdrawing the PICC, and then the PICC line broke outside the patient. An additional bedside attempt was made to remove the PICC line, with resistance again encountered. It was reported that the portion of the line removed during the second attempt appeared stretched. Imaging showed that the PICC line had separated and a portion remained in the patient. The patient was taken to the operating room for removal of the retained portion.

Manufacturer narrative:
The investigation included evaluating the returned device which was confirmed to be stretched and separated in two places as initially reported by the customer. The stretching and break profiles are consistent with the reported resistance experienced during attempts to remove the catheter from the patient. Additionally, in-house investigation included review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to the event.